Event description:
The patient is reporting a defective dexcom device. They mentioned receiving a letter from cvs indicating that the device has a faulty in the audio output. According to the letter, this issue could prevent the device's alert alarms from sounding properly. As a result, users may not be notified of abnormal glucose levels, potentially leading to hypoglycemia or hyperglycemia.